Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 4.00 x 12mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks and a break 88.4cm distal to the distal end of the strain relief. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 4.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during deployment when inflation was started, the shaft snapped. It was thought the shaft may have gotten kinked during handling prior to the stent being introduced into the patient. The procedure was completed with another stent. There were no patient complications reported and the patient was okay.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 4.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during deployment when inflation was started, the shaft snapped. It was thought the shaft may have gotten kinked during handling prior to the stent being introduced into the patient. The procedure was completed with another stent. There were no patient complications reported and the patient was okay.